Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced a leakage of cerebrospinal fluid. The leak was repaired and the device was replaced. There have been no reports of further complications regarding this event and the patient is currently using their device.